Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a notification that indicated, "shutdown in 15 seconds". There was no impact to the customer's blood glucose level. Tandem technical support was unable to confirm notification in pump history review. Reportedly, customer reverted to manual injections for insulin therapy.